Event description:
Philips received a complaint by the customer on the v60 indicating that the device auto restarts. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe), it was confirmed that the hospital's equipment department has resolved the problem themselves. It was a problem with the control panel. No further information was able to be obtained. No repairs were completed by the field service engineer as the customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications.